Event description:
The customer reported that the vertical lift column on the 9900 system would not operate. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The column power supply was replaced. The system was tested and is now operating as intended.